Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the proximal end of a driver shaft broke during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned driver was examined. A portion of the proximal end has fractured off, indicating product failure due to rotational forces. It is unknown whether the patient had hard bone or if bone was tapped prior to screw insertion. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the proximal end of a driver shaft broke during surgery. An alternative driver was used to complete the procedure without reported patient impacts.